Manufacturer narrative:
B4:11may2021. The authorized service engineer replaced the front bezel to resolved the navigation ring issue.

Event description:
The customer reported that the nav-ring is defective. The customer contacted product support and requested for nav-ring field change order.

Manufacturer narrative:
The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The customer reported that the unit was not in use on a patient.